Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on (B)(6) 2015 for further investigation. During the investigation the fse replaced the sample nozzle and then performed impasee adjustment on the sensor board. Instrument is functioning as intended and was released. The most probable cause for this event is sample nozzle. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On the (B)(6) 2015 the customer reported multiple errors 4017 spec. Sy clog detected on their aia-360. The error is occurring on both patients sample and the quality control. The customer replaced the sample needle but the error is still occurring. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg, prl and fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.